Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl a seizure, and customer "started to turn blue." Reportedly, the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 165 mg/dl.; and the meter bg reading was 42mg/dl. The customer was transported to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline and sugar, and nasal glucagon. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.